Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replace during a lead repositioning procedure due to difficulty engaging the setscrew with multiple helix wrenches.

Manufacturer narrative:
The reported inability to loosen/tighten the header/set screw was confirmed in the laboratory. Visual inspections identified septum material inside of the df4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.